Event description:
It was reported that during lead replacement lab cultures were taken to determine the presence of infection. Diagnostic testing revealed the presence of infection resulting in the system being explanted.

Manufacturer narrative:
Event date is an estimate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.